Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip on one of the jaws fractured. The broken piece was returned. The reported condition was confirmed. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping/cracking of the insulation. Engineering ruled out manufacturing and supplier as the possible causes of the fracture . The device was plugged into a generator, and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total abdominal hysterectomy procedure, after 1 hour the device insulation material at the tip of the jaws broke off. The broken part was collected. They replaced the device to complete the case. There was no patient involvement.